Event description:
It was reported that during service and repair pre-testing, the attachment device "had high temperature". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The unit was tested and was found that the temperature was above specification. Therefore, the reported condition was confirmed. Evidence indicates this was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.